Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to have signs of damage to the rear housing. The keypad and labels were functional and intact. The customer's reported problem regarding lec 1140 was identified in the pump event log and was able to be duplicated upon simulated use testing. Immediately upon powering up the pump the error code lec 1660 was displayed, which is caused by a corrupted motherboard. The rear housing, motherboard and associated components were replaced. The design history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the customer's reported problem was verified but a root cause was unable to be determined; no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd legacy 1 pump was beeping continuously and displaying error code 1140-lec11. The pump continued to exhibit this issue even after the batteries were replaced. No death or serious injury was reported in connection with this incident.